Event description:
The customer reported that insulin was squirting out during priming and no numbers appeared on the screen. Troubleshooting was performed. Instructed the customer to press and hold the activate button to continue priming, but the insulin pump triggered to an error alarm. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.